Manufacturer narrative:
(B)(4)

Event description:
It was reported that the blade was shedding during the procedure. A backup device was available to complete the procedure without patient impact.

Manufacturer narrative:
Three 5.5 ep-1 stonecutter burrs were returned for evaluation. Visual assessment of the burrs showed no evidence of debridement/shedding on the inner burr or outer sheath. Functional inspection was performed and the inner burrs rotated freely within the outer sheaths, no friction was felt in the unloaded condition. The reported shedding could not be confirmed. No root cause related to the manufacture of the device can be established. No further investigation is warranted at this time.